Event description:
It was reported that during a right atrial (ra) lead implant attempt, the physician could not advance the stylet beyond a few centimeters into the proximal end of the lead. It was also noted there was resistance when deploying the helix. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the distal conductor of the lead was extrinsically over-rotated. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to extend. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. No stylet returned, therefore condition is unknown. Used a fresh mdt stylet to perform test, insertion stops a 1.5cm(distal conductor is distorted in the connector-spin) damaged at implant attempt. Lead returned with the helix fully retracted, helix does not extend due to distortion in connector at 1.5cm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.